Event description:
It is reported that the patient was revised due to pain and instability. During the revision, it was noted that the articular surface spine had fractured and the tibial component was loose.

Manufacturer narrative:
This report will be amended when our investigation is complete.